Manufacturer narrative:
Product analysis: the analysis confirmed the customer comment that the external pulse generator (epg)'s pacer selector knob was broken from the inside, and the case was cracked. The epg failed the incoming functional test ¿pacing rate dial¿ due to the upper case being broken and the encoder being pushed inside the device. Additionally, it was observed that the hanger assembly was broken, the upper and lower cases were broken and dented. It was also noted that the keypad was scratched, one knob and three plugs were missing, encoder stems, three knobs, and one screw were contaminated. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg)'s pacer selector knob was broken from inside, and the case was cracked. There was no patient involvement.